Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23 may 2024, it was reported that patient experienced that three infusion sets cannula were leaked. The first occurrence occurred on (B)(6) 2024; the second on (B)(6) 2024 and the third on (B)(6) 2024. One infusion set was in use for 2-5 hours; one infusion set was in use for 24 hours and one infusion set was in use for about 12 hours. The blood glucose level of the patient was 320-340 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.